Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
A company representative reported that a surgeon had to remove 4 bone screws due to an infection. The screws were removed from an angle fixation of the right mandible.